Manufacturer narrative:
Literature article: daniel c, richard fs, darren mr. "Successful treatment of pd peritonitis due to brevundimonas vesicularis." Peritoneal dialysis international, september 2018 ¿ vol. 38, no. 5: 379¿381, https://doi.org/10.3747/pdi.2018.00014. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was reported to be due to "brevundimonas vesicularis". It was not reported if the patient was hospitalized for the event. On an unreported date the patient was treated with the standard local empiric protocol of intraperitoneal vancomycin once daily and gentamicin (40 mg) for ten days. Pd therapy was ongoing at this time. On an unreported date, due to the organism's sensitivity to the initial antibiotics regimen, the antibiotic regimen was changed to intraperitoneal cefepime (1 gram daily) and oral ciprofloxacin (250 milligrams twice daily) to complete a total of 21 days of antibiotic therapy. It was reported that the cloudy pd effluent was improving during treatment but did not clear completely, resulting in the removal of the patient's pd catheter. A follow-up treatment with additional ciprofloxacin and aztreonam (doses, routes and frequencies were not reported) was initiated and the patient recovered. No additional information is available.